Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) had automatically discharged a patient from the device and that no one at the hospital had discharged the patient. No patient harm was reported.

Manufacturer narrative:
The biomedical engineer (bme) reported that the central nurse's station (cns) had automatically discharged a patient from the device and that no one at the hospital had discharged the patient. No patient harm was reported.